Event description:
A zoll distributor returned electrode belt sn (B)(4) and reported that the therapy electrodes were non-functional.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (therapy electrodes non-functional) has been confirmed. Upon evaluation, the electrode belt failed a therapy electrode recognition test. The cause of the failure was isolated to an open wire between ECG a and the front therapy electrode. The root cause for the open pulse wire could not be positively identified. No adverse event resulted from the open pulse wire.